Event description:
The customer reported a constant air bubble alarm. No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and no error code was found. The device was not returned to brèzins as its repairs were carried out locally. Air detector kit received at brézins for investigation. A visual control was carried out on the air detector and nothing to notice. Fv'investigator cross tested the air detector with agilia vp test bench to verify the claim. The analysis shows that the air detector is out of order, due to their value drifting below the required value and causing the failure. As a result, the detector goes into alarm when the unit is started, preventing it from operating and recalibrating. Therefore, the reported event has been reproduced and is confirmed. The reason for the failure is due to a drift in the detector values, most likely a weakness in the ceramic bonding causing the air bubble alarm. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.